Event description:
It was reported that a spectrum pump had alarms to shut door during routine testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 320 was reproduced. A review of the event history log revealed 'shut door - power off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch which was not functioning as intended. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.